Manufacturer narrative:
(B)(4). The device was not returned for analysis. The electronic lot history record (lhr) review and similar incident review for this product was not performed because the lot number was not reported and the product was not returned for analysis. It was reported only one proglide device was used and the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted that the proglide instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. N this case, the absence of using the pre-close technique would not have contributed to the reported needle cuff miss. Femoral imaging was not performed. It should be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effects of occlusion are listed in the IFU, as a potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted with a proglide device after an impella interventional procedure using a 16f sheath. Reportedly, hemostasis was achieved with the proglide device. After the procedure, an acute occlusion occurred at the superficial femoral artery. An endovascular treatment was performed to treat the occlusion. The physician commented that the foot of the proglide device possibly caught on the posterior vessel wall [back wall stitch]. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.